Event description:
Following carotid artery surgery, this patient could no longer hear with the implant. Such a malfunction could have been associated with cautery used at the time of surgery. Explantation / reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.